Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a no delivery alarm from the reservoir. The customer's blood glucose reading was 7.2 mmol/l. The customer stated that there was no physical damage on the pump. The customer was advised to remove the reservoir and push the plunger manually. The customer could not find a big resistance. The customer was advised to change the set and reservoir. The customer will be sent replacement reservoirs.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.